Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient family member regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported he took a trip and sat on heated seat for one hour because his back was hurting and since then he had not felt stimulation and thinks the therapy was not working like it used to. The patient synced with the patient programmer and stimulation was on at 1.7v set on program 4. The patient increased stimulation to 1.9v. The reported issue was resolved. The patient stated that he fell in (B)(6) 2018 and could be related to the reported issue. The patient to follow up with healthcare provider if not getting relief. No further complications were reported/anticipated.